Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. The customer also failed to properly cycle the cartridge, and is wearing the cartridge tubing facing up. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Also, educated the customer to properly cycle the cartridge before use, and that the mobi cartridge is to be worn facing down when in use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.